Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("psych injury/depression"), urinary tract infection ("uti"), vaginal infection ("vag. Infect"), mood swings ("mood swings"), dysgeusia ("metallic taste in mouth"), vulvovaginal mycotic infection ("yeast infection"), anxiety ("anxiety"), migraine ("migraines / headaches") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, back pain, dyspareunia, dysmenorrhoea, depression, urinary tract infection, vaginal infection, mood swings, dysgeusia, vulvovaginal mycotic infection, anxiety, migraine and female sexual dysfunction outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysgeusia, dysmenorrhoea, dyspareunia, female sexual dysfunction, migraine, mood swings, urinary tract infection, vaginal infection and vulvovaginal mycotic infection to be related to essure. The reporter commented: discrepancy noted: date of insertion: 2010, 2014. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - in 2014: result :unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-oct-2019: pfs received. Reporters information updated. Explant date updated case become incident event: abdominal pain, back pain, mood swings, apareunia, metallic taste in mouth, infection; yeast, anxiety, migraines / headaches, dysmenorrhea (cramping), were added. Lab data were added. Event: psych injury were updated to depression. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.